Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) resolved over the phone. Cath lab nurse was able to verify the ac mains inlet switch was off. Once turned on, iabp began charging the batteries. She was advised to quarantine the iabp for 18 hours until the batteries were fully charged. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery would not not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5.

Event description:
N/a.